Event description:
Baxter (B)(4) received a report that an infusor had no flow after 40 hours of patient use. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white drug precipitate inside the bladder and delivery tubing. Microscopic observation found that the crystallized drug was also noted blocking the end of the glass capillary (fluid pathway), located inside the flow restrictor. A functional test was attempted on the unit, but flow was not possible due to the crystallized drug blocking the fluid pathway throughout the device. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.